Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: rash requiring medications. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, two rx xience v stents (2.75 x 23 mm and 2.75 x 12 mm) were implanted in the right coronary artery (rca) lesion. Two days later, the patient began developing a diffuse maculopapular rash (allergic reaction) all over his body and was treated with medication. The reported allergic reaction was resolved ten days later. No additional event or patient information is available.

Manufacturer narrative:
The xience v 2.75 x 12 mm (lot# 7122041), is being filed under the same manufacturer number. Allergic reaction, as noted in the xience v instructions for use and risk assessment, is a known adverse event associated with stenting and is not necessarily an indication of a product quality deficiency. The IFU states that the xience v stent is contraindicated for use in patients with "hypersensitivity or contraindication to everolimus, cobalt, chromium, nickel, tungsten, acrylic, and fluoro-polymers." There does not appear to be any indications of a stent delivery system quality deficiency. A conclusive cause for the patient effect cannot be determined.